Manufacturer narrative:
The reported event that a cortex screw s.t. ø4.5x36mm was alleged of breakage during surgery could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was most likely due to one of the following factors: too high forces applied during insertion. Too fast insertion torque while using the power tool. The fragment of the screw was analysed under microscope. It shows evident plastic deformations due to the collision of it with the plate hole. Their location indicates that the device was not positioned right on axis. The external diameter of the screw head and the dimensions of its internal hex were measured and resulted according to drawing specifications (601014_-150, index I). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During th surgery, the screw head broke off when the surgeon was inserted the third cortical screw. The surgeon finished the surgery as it is.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the surgery, the screw head broke off when the surgeon was inserted the third cortical screw. The surgeon finished the surgery as it is.